Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced both the system controller and user interface pcb assemblies.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would reboot by itself when attempting to complete the user test. &#1288;ere was no patient use associated with the reported event.